Event description:
It was reported that metal shavings came out of the device while in use. The surgical site was irrigated and a back up was used to complete the procedure. It is unk if the pt required any additional treatment as a result of this event. Attempts will continue to gather additional info.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, the ball bearing retainer failed, causing metal shavings and the balls to fall apart.